Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the right atrial (ra) lead dislodged into the right ventricle. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.